Manufacturer narrative:
The testing was performed at the philips authorized repair facility. Results of testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification the speaker has been replaced per current process. The device was operational after repairs were completed and returned to the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malf inop, no sound. It is unknown if the device was in use at time of event, no patient harm was reported.